Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter leaked on the yellow area inside the patient. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the left iliac vein. Power pulse was completed during the procedure for 30 seconds and the physician observed some blood in the waste bag. The catheter was withdrawn. A kink was observed on the yellow shaft area that was inside the patient¿s body. Fluid was leaking from the kinked area. The procedure was completed with another of the same device. There were no patient complications and the patient condition was stable.